Manufacturer narrative:
Additional information: d3: email: (B)(6). G1/g2: first name: (B)(6). Last name: (B)(6). Phone number: (B)(6). G5: 510k number k062361. Investigation conclusion: an investigation was performed on retained products from the reported lot number. Retained devices were tested with qc cut-off standard (20 miu/ml) and high hcg-positive clinical urine (209.16-228.15 iu/ml). Results were read at 3 minutes and all devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported issue was not replicated as retained product performed as expected. A root cause could not be determined based on the information available. As stated in the product insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer reported receiving false negative results on the consult hcg urine cassette. No further information was available.